Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 50-60 mg/dl. Suspected cause was due to pump software not reacting to low bg quick enough; however, customer stated pump was working as intended. Customer consumed carbohydrates and glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.